Event description:
It was reported that the right ventricular (rv) lead dislodged due to an "impairment in the screw-in recoil function." It was noted the "impairment in the screw-in recoil function" was likely caused by the presence of myocardial tissue. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. It was noted there was tissue on the helix.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.